Event description:
Related manufacturing reference number: 2017865-2023-24534 it was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high defibrillation impedance and the implantable cardioverter defibrillator exhibited post paced t wave oversensing. Programming changes were made to address both issues. There were no patient consequences.